Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data of alinity I anti-hbs reagent lot 33765fn01. The ticket search by lot indicates that the reagent lot performs as expected for this product in relation to the issue under review. An adverse trend was identified, however, the review determined it is not related to the issue under review. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Historical performance in the field of reagent lots using worldwide data through abbottlink was evaluated. The patient median result for the lot is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. Per product labelling, if the anti-hbs results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute, chronic, or recovered infection. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I anti-hbs assay lot number 33765fn01.

Event description:
The customer observed false reactive alinity I anti-hbs on multiple patients. The results provided were: patient 1: anti- hbs =(B)(6) miu/ml (>or =10 miu/ml consider being protective against (B)(6) viral infection) /repeated=(B)(6) miu/ml /nat=negative patient 2: anti-hbs=(B)(6) miu/ml /repeated=(B)(6) miu/ml / nat=(B)(6) there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.